Event description:
Patient states she has a non-invasive ventilator. She was hospitalized on (B)(6) due to the settings on ventilator not working and her pulse ox at 74. She states she didn't take epclusa from (B)(6), 2023 due to "not being able to handle it." She resumed on (B)(6), 2023. She reports "flu-like symptoms" as side effect of epclusa.